Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a sj oats (talus defect) a smalljoint oats 10 mm was used, it does not work when the condyle is removed, so the punching at the knee remains defective. There was no harm for the patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 13sep2018: after consultation with the doctor, the punched but not used cylinder is a defect that becomes scarred but has damaged the cartilage. Further, another cylinder had to be punched, which could not be removed at the optimal position, so that the cartilage replacement at the talus was not completely flush. These two aspects are to the disadvantage of the patient.